Manufacturer narrative:
Reference record (B)(4). Catalog number in the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced stoma site inflammation. The patient was hospitalized for 3 days for a stoma site infection. While in the hospital, the stoma infection was treated with unknown intravenous (IV) antibiotics. On an unknown date, the patient was discharged from the hospital and received 10 days of co-amoxi mepha 625 mg. Oral antibiotics for the stoma infection. The stoma infection subsequently resolved.